Event description:
Explantation due to pain approximately one year after implantation. (B)(4).

Manufacturer narrative:
Currently, very little info is available, but according to the surgeon, the pain was likely due to a significant subluxation.